Event description:
It was reported that the patient underwent magnetic resonance imaging (MRI) and their implantable cardioverter defibrillator (ICD) went into backup vvi mode. The MRI settings were not enabled prior to the MRI scan. Programming changes were made to restore the device to its nominal settings. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.